Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code j270h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of predominantly intergranular fracture, which is evidence of a brittle fracture mode. This was a non-ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? If yes, unsure. Have not heard back from surgeon. Was the needle piece removed from the patient during the same procedure? Needle piece was recovered. Was any other tissue damaged as a result of searching the needle? Was not noted as such. What is the lot number? Do not see lot number on package.

Event description:
It was reported that a patient underwent an open cholecystectomy procedure on (B)(6) 2023 and suture was used. During the procedure, while suturing unknown tissue the needle broke. Fragment was retrieved. Unknown if an x-ray was needed. Another like device was used to continue the procedure. No adverse patient consequences were reported. Additional information was requested.